Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, following several repositioning attempts, an impedance of greater than 3000 ohms was exhibited. The lead was removed and discarded. The procedure was completed with no adverse patient effects with another product.